Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer experienced the problem of fluids ¿stealing¿ from the primary. The infusion nurses are properly using the gravity technique when infusing a secondary medication. There was patient involvement but unknown impact.

Event description:
It was reported that the customer experienced the problem of fluids ¿stealing¿ from the primary. It was reported that the infusion nurses are properly using the gravity technique when infusing a secondary medication. The secondary infusion was etoposide 525ml, intended to run at 525ml/hr with volume to be infused of 500ml. The primary infusion was normal saline 500ml, intended to run at 220ml/hr with volume to be infused of 35ml. The infusion time was from 13:45 to15:20 and reportedly it was "supposed to be a 60min infusion". There was patient involvement but no harm.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, a140504 - inaccurate delivery (2339) a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.